Event description:
It was reported that stent damage occurred. The 70% stenosed, 23mm in length target lesion was located in the moderately tortuous and severely calcified left anterior descending artery with a vessel diameter of 2.25mm. A 2.25x24mm promus element plus drug-eluting stent was advanced, however stent damage was noted due to severe calcification in the vessel. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.